Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that once customer change infusion set type, blood glucose went high and believed it was due to site. It was reported that customer was not receiving no delivery alarms and believed that the insulin pump was not causing the issue. Caller reported that customer awoke with blood glucose of 440 mg/dl and was treated. Blood glucose stabilized at 302 mg/dl and after customer ate, blood glucose elevated to 660 mg/dl. Caller requested for supplies to be changed back to what customer originally had. Caller was advised to call back should customer be hospitalized.